Event description:
It was reported that during a lap cholecystectomy procedure, the device would not form clips correctly on the tissue. They used a second like device to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.